Event description:
According to the reporter, during the first reload in a video assisted thoracic (vats) lobectomy surgery while transecting of the lung tissue, when closing the handle, the surgeon felt that the handle could not be closed properly. The surgeon explained that the tissue was not particularly thick, but the resistance felt by the handle was abnormal. When the loop handle was being squeezed during the firing, suddenly there was a loud 'crack sound'. To resolve the issue, the user replaced and used a new handle. There was no patient injury. Medtronic's initial evaluation of the incident is that a visual inspection of internal components revealed sheared teeth on the firing rack.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found the instrument loaded, clamped, yet would not cycle due to sheared firing rack teeth damage. It was reported that the device gave unexpected or uncharacteristic audible feedback of normal use, and the instrument was difficult to fire but completed the firing sequence. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. Sheared teeth on the firing rack can occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range, firing with an obstacle incorporated in the jaws, and attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.